Event description:
Reportedly, the pacemaker is unable to perform manual remote transmissions, despite attempts with two home monitors (ec2102641s & ec2211119s). The logs of the two home monitor were checked and it was observed that the pacemaker was never identified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis revealed a communication issue with the telemetry head.

Event description:
Reportedly, the pacemaker is unable to perform manual remote transmissions, despite attempts with two home monitors (ec2102641s & ec2211119s). The logs of the two home monitor were checked and it was observed that the pacemaker was never identified. Preliminary analysis revealed a communication issue with the telemetry head.

Event description:
Reportedly, the pacemaker is unable to perform manual remote transmissions, despite attempts with two home monitors (ec2102641s & ec2211119s). The logs of the two home monitor were checked and it was observed that the pacemaker was never identified.

Manufacturer narrative:
Please refer to the attached analysis report.